Manufacturer narrative:
Device passed displacement test. Device was received with cracked select button keypad overlay and minor scratched lcd window. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was scratched. The customer stated that they were not able to read the display. No harm requiring medical intervention was reported. The device will be returned for analysis.